Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system with a contact detach 23-inch infusion set, with blood glucose elevating after waking and remaining high until supplies were changed, after which glucose trended down. Symptoms included hyperglycemia with a reported peak of 300 mg/dl and no reported acute complications. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no need for assistance. Investigation included customer troubleshooting and education regarding potential causes of elevated glucose and a review of device alerts indicating a 300 mg/dl reading. Investigation of this case revealed no confirmed device or component malfunction, no observed leaks or bent tubing, and an unclear etiology for the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.